Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, isi rep reported that the vessel sealer was not opening. The customer used it in arms 3 and 4. The issue persisted. Tse suggested using a new vessel sealer. The customer heard a rattling sound when taking out the old vessel sealer. Lot# k19251221. The customer was going to send for failure analysis. The caller will call back to confirm if the new vessel sealer fixed the issue. The caller called back and confirmed the new vessel sealer was the fix. The customer can continue with the case. The procedure was completed with no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information: customer stated the surgeon/staff did not successfully open the jaws intraoperatively. The jaws would not open and instrument was removed (no tissue was within the jaws). No adverse effect to the tissue. No unexpected tissue removal. No bleeding was observed. The staff and robotic coordinator were notified to send the instrument back. No photos are available for review. Sequence # was not provided.